Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. No troubleshooting was performed as the issue had occurred in the past. Blood glucose level was 340mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.